Event description:
An initial event notification was received by united therapeutics drug safety on 24-apr-2026 from accredo specialty pharmacy, and forwarded to millyard advanced medical products, llc on 26-apr-2026. It was reported that the patient slipped and fell in water. The patient's remunity pump and remote became wet, following which, the system stopped functioning as expected and would continuously "beep" with no message on the remote screen. The patient reportedly had a backup remunity system; however, they received repeated alarms to change the cassette, desite having already changed it. The patient subsequently experienced an interruption in therapy.

Manufacturer narrative:
Efforts to obtain additional information from accredo specialty pharamcy were unsuccessful. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.